Event description:
The device was returned to the manufacturer for preventative maintenance. The stim-board was replaced due to electro-stim module fai lure during evaluation of the device. Although there was no patient involvement, the issue identified during evaluation may potentially result in temporary injury or impairment requiring only minor medical intervention (e.g., minimal surgical delay), if it were to recur during a procedure.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device was returned for preventative maintenance. The electro-stim board failed during testing and was replaced. The device received preventative maintenance and was returned to the customer. Based on the repair results and repair history, the most likely root cause of the event is considered to be anticipated use characteristics leading to the malfunction.